Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter, product ID: 8780, serial#: (B)(6), product type: catheter. H3. Analysis identified, twisting in the 8780 catheter. Analysis identified, a leak near the strain relief/transition tubing near the connector, during the in-line pressure leak test. Analysis identified, a kink in the catheter body. Analysis also identified, twisting in the other 8780 catheter. Analysis identified, a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .48mg/day via an implantable pump. The patient¿s medical history included obesity. It was reported that the pump was flipping in the patient and there were concerns about the integrity of the catheter since it was not aspirating as well as it once did. The patient went to a regular refill appointment with the managing physician and the managing physician was unable to refill at last appointment due to pump being flipped. Using ultrasound, the physician was able to manually flip the pump back over and was able to fill but concerned about integrity of the catheter. The patient reported the pump regularlyflipped/moved so the physician referred the patient to the surgeon to reposition the pump and investigate the integrity of the catheter. The environmental, external or patient factors that may have led or contributed to the issue was the patient was obese. Surgical intervention by the surgeon on (B)(6) 2024 found the catheter to be severely twisted. The surgeon replaced both the pump portion and a segment on the spine portion. The surgeon was able to aspirate after the catheter revision. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 22-jan-2026, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.